Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination of the sample showed no sign of physical abnormality. In order to conduct a pressurized test on the patient control module (pcm), the distal luer was closed and a shipping tab was placed on the button. The pcm was subsequently connected to a constant air pressure source set at 25 psi. While connected to the pressurized air source, the pcm was submerged in water for 5 minutes. Bubbles rising from the pcm indicated leakage. At 25 psi, no bubbles were noted. However, as the psi increased to 36.3 psi, bubbles were observed from the pcm. The bubbles were coming from the inside the pcm's housing. Based on the evaluation, the root cause was determined to be excessive pressure applied to the pcm. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(6) received a report that an infusor patient control module (pcm) leaked during patient use. The device was filled with a solution of fentanyl citrate and sandostatin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.